Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was having problems with seepage again and they didn¿t feel stimulation. Patient stated they felt stimulation at the surgery and the manufacturer representative told them it was ok if they didn't feel stimulation as long as they were getting symptom control. Patient was getting symptom control until the day of the report so they wanted to try and increase stimulation. Patient was able to sync with their patient programmer and it showed stimulation was on. Stimulation was adjusted and the patient reported they were feeling it in the correct area. Patient was going to monitor symptoms now that an adjustment had been made and was going to follow-up with their healthcare provider if the problem does not resolve. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The circumstances that led to the sudden return of seepage was not provided by the patient. Adjusting stimulation resolved the seepage issue. No further patient complications have been reported as a result of this event.